Manufacturer narrative:
Qn# (B)(4). Teleflex will continue to monitor and trend related events.

Event description:
A 5840 lws iab was just placed and they have been attempting to start pumping. The insertion went well, and they were able to zero the fos prior to insertion. The pump alarmed for purge failure with multiple attempts to initiate pumping. They then called the hotline for help with troubleshooting the issue. It was reported that the pump is in autopilot, there is an ECG and ap/fos waveform present on the screen, and the helium level is at 169psi. They also have the balloon connector connected. The start-up checklist had all green checks when they initially attempted to start pumping as well. It was then reported to me that there were no pressures displayed on the pump and the hr was 0 despite the waveforms being present with good signals. I asked for them to send me a picture of the screen. I had them first reboot the display with no change. I then had them power the pump off and then back on, again with no change. I then had them switch over to a second pump. The second pump immediately showed a good ECG signal and hr. The fos had to be calibrated up by 145mm to get the fos pressures to match the central lumen. The second pump started pumping without any issues.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The pictures provided, pic 1 through pic 5 were reviewed. The pictures showed the initial pump with no balloon pressure waveform as well as the alarm history with purge failure alarms and the replacement pump pumping properly. According to an email that was provided the hospital's biomed was not able to duplicate the issue and the pump passed functional checkout. A device history record review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of persistent purge failure alarms is confirmed based on the pictures. The hospital's biomed was not able to duplicate the reported issue. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record, the product met specifications upon release; however, the specifications were not met during the complaint investigation due to the purge failure alarms. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.